Event description:
It was reported that dfts were unsuccessful when the device was first implanted. Two days later, more dft testings were performed but they were unable to get adequate safety margins. The device was explaned and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.